Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the permanent loss of in-vivo sensor signal and reference readings (led crash) was confirmed during in-vitro testing and during the review of the dms data. The system's self-test functions worked normally by disabling the sensor due to the detected performance failure and by triggering the ec 38, sensor suspend error. As part of resolution, the RMA was authorized for a sensor replacement.

Event description:
On 27 november 2022,senseonics was made aware of an incident where user experienced sensor suspend alerts which lead to early sensor removal